Manufacturer narrative:
G4 premarket / 510(k) #: k142259, k163701. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the batch/lot is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information

Event description:
It was reported that tip fracture occurred. A direxion catheter infusion was selected for use. While inspecting and shaping the tip of the device, it fractured and could no longer be used. The procedure was completed with a similar device. There was no patient complications as a result of this event.